Event description:
Litigation papers allege pt's treating physician has recommended revision of the asr hip due to rising cobalt and chromium levels, infection, pain, and device failure. It is anticipated said surgery will occur in the near future. Update: (B)(6) 2011 - the sales rep reported revision surgery. The pt was revised to address hip pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.